Manufacturer narrative:
E1: reporting institution phone #: (B)(6) reporter phone #: (B)(6). H10: it is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The issue was handled by a third party for maintenance. A third party was entrusted to the maintenance of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11:updated contact information, contact office entity, and manufacturing site. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00286. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the devices tidal volume was 1. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.